Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received a 1707 error message. No symptoms were reported. Additional information received reported that there was too much electric device in the room where the patient was charging. The patient was informed about the issue and since he knows the issue is solved.